Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert when plugged in to charge. Despite the use of multiple cables and power sources, the pump was unable to be successfully charged. There was no reported adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.